Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they were unsure of the cause of the por/invalid ins serial number as the patient had turned the stimulation off many months ago. The hcp noted that they inability of the patient to use their programmer was probably related to the por. As an action taken to resolve the issue, the hcp had called the manufacturer with the patient in the room as they had not seen this issue before. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was not able to use the programmer. The hcp interrogated the patient¿s ins with a clinician programmer and got a "invalid implantable neurostimulator serial number" which indicated that a power-on-reset (por) had occurred. The hcp entered the device information and confirmed that the therapy programming was no longer entered into the device. They also ran a battery check that showed a estimated longevity of 109 months. The hcp was aware of the two methods the clinician programmer can display the estimated battery information. As an example, they stated that they had seen the programmer display an estimate of 72 months and they ¿know that¿s not right¿. The hcp was to program the patient¿s ins and contact the manufacturer if the needed any further information. There were no further complications reported or anticipated.